Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in clinic follow up, review of stored device memory for this cardiac resynchronization therapy defibrillator (crt-d) noted a stored episode of noise and oversensing on the rv channel that resulted in pacing inhibition for greater than 2 seconds of asystole. Additional episodes were observed one month later that included noise on the right atrial (ra), rv and left ventricular (lv) leads, however, the noise was only sensed on the rv lead. Boston scientific technical services (ts) discussed the potential of electromagnetic interference (emi) for the most recent episodes and discussed troubleshooting options. Subsequent information was received that an invasive procedure was performed. The crt-d was explanted and replaced with another manufacturer's device. Available information indicates that the leads remain implanted and in service. No additional adverse patient effects were reported.